Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported that when removing the catheter in the pt's room with the pt in sitting position, resistance was met resulting in the catheter getting separated approx 7cm from the distal tip. A CT was taken and it confirmed that the separated end of the catheter remained in the pt, resulting in surgery to remove it. The catheter was used for a c-section operation. There was no delay, death, or complications to the pt.